Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 12:30 (am/pm not specified). The patient stated that she manages her diabetes using insulin (no adjustments) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿nauseous¿ immediately after the alleged issue began and reportedly self-treated by consuming additional food and/or drink on (B)(6) at 12:30 in response to the reported issue. At the time of troubleshooting, the csr determined that it was not the patient¿s first use of the product and there was no indication of misuse. The csr noted that the batteries did not need to be replaced and educated the patient on the meter¿s auto shut-off behavior. The csr was unable to resolve the issue through troubleshooting. Return of the subject device was requested for investigation and replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.